Event description:
It was reported that approximately one month post-implant of a bifurcated device and a suprarenal aortic extension the patient presented with occlusion of the right common iliac artery due to dissection of the external iliac artery. The patient was treated with two competitor's stents to address the occlusion. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. However, a review of the operative note (second procedure) by a clinical representative states "the patient likely had a complication with a sheath" that was unrecognized at the time of implant. There is no indication the device may have caused or contributed to the event, it is more likely a procedural complication. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.